Manufacturer narrative:
Patient gender was provided and is included in this follow up. Gender/sex: (B)(6). Device evaluation the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a model zct400 13.0 diopter intraocular lens (iol) was explanted from a patient¿s operative eye as the iol implanted was the wrong power for the patient¿s needs. There was no issue with the lens. The patient needed a mono vision; they were 20/20 and just wanted a different lifestyle. The explanted iol was replaced with another zct400 lens of a higher diopter (16.0). There was no patient injury.